Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on one patient sample on the dimension vista 1500 instrument. The customer reported that the instrument flagged other patient results, and only the ecrea discordant result, which was un-flagged, was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.

Manufacturer narrative:
A siemens headquarter support center (hsc) specialist was not able to determine the cause of the discordant, falsely low ecrea result, as no instrument log files or data was available for evaluation. The instrument is performing according to specifications. No further evaluation of the device is required.